Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed " self check failure-3001" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported problem was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included full functionality testing and did not yield any discrepancies. The device was connected to o2 and was tested at 55psi without duplicating the customer report. The device was recertified and returned to the customer. It's important to mention that the customer claims that the issue was related to the o2 supply being low but wanted the device evaluated as a precaution. Analysis of reports of this type has not identified an increase in trend.